Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for a follow up transesophageal echocardiogram(tee) procedure. The imaging showed that there was a small thrombus on the face of the closure device. The patient was restarted on eliquis. 3 months later the patient had a follow up tee procedure that showed that the thrombus was no longer present.